Event description:
It was reported that this spectra penile prosthesis was undersized, resulting in a floppy glans. The device was explanted and replaced with an inflatable penile prosthesis. No patient complications were reported.